Event description:
It was reported that during the reprocessing of a da vinci maryland bipolar forceps instrument, a loose wire was noticed. Nothing reportedly fell into a patient, and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch cable was frayed at the distal idler. Failure analysis investigation also found the following instrument damages: there are scratches on the surface of the distal pulley. The distal end of the main tube had a scratch mark exhibiting light material removal and a rough surface finish. The scratch was short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable, or the tube abrasions with material removed found during failure analysis evaluation, could likely cause or contribute to an adverse event, if the failure modes were to recur.